Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely degradation resulted in component failure which led to the malfunctions of rust on the light guide bundle and corrosion on the light guide prong. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited rust on the light guide bundle and corrosion on the light guide prong. There was no patient involvement.